Event description:
When powering on the device, it displayed ua45 (not at "home" position after power-on/restart) and the error cannot be cleared off to begin operation.

Manufacturer narrative:
The autopulse device (s/n (B)(4)) involved in this event was returned to zoll circulation on (B)(4) 2012 and was analyzed. Visual inspection of the device showed no discrepancies. During initial open case system test, the encoder shaft was noticed sticky due to worn-out clutch plate. The clutch plate was replaced. The archive data analysis showed multiple alarm_ID 45 (not at "home" position after power-on/restart). It was observed that the lifeband straps were not pulled completely out prior to turning the device on therefore causing the encoder to be not at the "home" position. The encoder was rotated to the "home" position and the ua45 was cleared. The board passed final testing. No adverse event was reported.